Event description:
Caller reported an alarm 2 followed by alarm 26. The issue caused the customer's blood glucose level to reach 450 mg/dl. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin delivery.